Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that several minutes after starting treatment, one unit of polyflux 140h had an external dialysate leak between the arterial header and the housing due to a crack at the welding zone. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. The device and a picture were provided for evaluation. Visual inspection of the provided photo showed the header of the product. Weld flash is visible at the welding seam; however, no leak is visible. Visual inspection by naked eye of the actual sample showed the product wet. A leakage test of the dialysate side was performed, and a leakage was identified. The reported condition was verified. Review of the welding parameters of the product showed no conspicuousness and are within the specification. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.